Manufacturer narrative:
The field service engineer did not any issues and ran performance testing with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 rack analyzer. The initial result was 23.36 pg/ml with a data flag and was reported outside of the laboratory. The repeat result was 3 pg/ml with a data flag and was believed to be correct. Another sample was collected from the patient due to a request by the physician and the result was 3 pg/ml with a data flag. The reagent lot number was 56661100 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. It was noted the customer was using 13 mm tubes without the required sample rack adapters.